Event description:
Programming history was re-reviewed on (B)(4) 2012. Dates range from 8/18/2004 to (B)(4) 2011. On (B)(4) 2011, a faulted system diagnostic test occurred which changed the patient's settings from 1/30/500/30/180 to 1/20/500/30/60. These settings were not adjusted within the same visit. It was also noted that the off time was never changed from the shipping settings of 180min. No other anomalies were observed.

Manufacturer narrative:
Analysis of programming history.